Event description:
It was reported that the bd syringe 5ml ls emerald had a needle connectivity issue. The following information was provided by the initial reporter: "the tip came off when we put it on the injection membrane." When did the incident occur? During use. The tip came off when they put it on the injection membrane. The syringe was not forced there.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
08-april-2024: has there been any patient impact (serious injury, medical intervention, change of treatment required)? No.

Manufacturer narrative:
A device history record review was completed for provided material number 307731 and lot number 2309123. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were examined; however, no defects were identified. An exact cause for the reported incident could not be determined. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all syringes and automatically rejects any damages identified. It is possible that the syringe became damaged from a blockage in the barrel feeding process that went undetected. The damage then resulted in breakage during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.